Event description:
In 2007 at 6:37am, the lay-user/patient contacted lifescan (lfs) alleging the one touch ultra2 meter has a power issue (meter does not turn on). The complaint is classified based on the documentation of the customer care advocate (cca). The patient takes 15 unit of levimir daily and is on a sliding scale for novolog insulin. The patient has not been able to use the meter for a week prior to contacting lifescan. After the reported issue started, the patient developed symptoms described as "high sugar symptoms" per the rn and took her usual dose of diabetes medication. The patient denied receiving medical intervention and was not tested on another meter. During the troubleshooting session, the patient verified that there was no meter trauma, the battery had been charged per the owner's manual, and the battery contacts were in good condition. The meter does not turn on with the power button and when the test strip was inserted into the meter. The reported issue was not resolved with training. This complaint is being reported, because the patient developed unspecified high sugar symptoms according to the registered nurse after the patient had not been able to use the meter for one week. The meter and control solution were replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.